Event description:
It was reported that the ilet did not charge on the wireless charging pad, with the charger light flashing green, and the device was being placed screen-up without a clip; the issue was characterized as a charging problem associated with the battery charger. Customer care provided support that included communication with the user. Investigation of this case revealed a power source problem consistent with a component-related failure, aligning with a charging problem localized to the battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.